Event description:
It was reported that during a ptca procedure of the mid circumflex, after dilation with the balloon catheter, a dissection of the vessel was observed. A stent was used to treat the dissection.